Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. This patient had a previous reported event under 2031527-2018-00341. On (B)(6) 2017 a secondary procedure was performed due to an indeterminate endoleak from the left common iliac (lci) and a 1b endoleak from the right common iliac (rci). Two (2) ovation stent graft extensions were implanted in the lci and two (2) ovation stent graft extensions were implanted in the rci. The endoleak was resolved.

Event description:
On (B)(6) 2015, the patient was implanted with an bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately two (2) years post-op, endologix was made aware of a type 2 endoleak and an indeterminate endoleak (possible 3b of the main body). A secondary procedure has been scheduled to reline the stent graft. There have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 2 endoleak and a 3b endoleak of the main body. This type 3b endoleak is mostly likely device related due to the use of strata material. The type 2 endoleak is not a device related failure but is related to the patient's anatomy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Updated information: a secondary procedure was completed on 09/20/2018. The physician elected to reline the original implant with the ovation sealing system. Also this patient had a previous reported event under 2031527-2018-00341.